Event description:
As doctor was placing essure the device stuck to the introducer. The doctor had to reposition it and cut the introducer so it would separate from the device. As the introducer was removed small pieces of metallic debris were found in the uterus. These were removed by the provider.